Event description:
It was reported that the patient had a thrombus present on the device. It was reported via social media that the patient had the watchman device implanted in (B)(6) 2021. At the patient's 45-day follow-up procedure it was noted via transesophageal echocardiogram (tee) that there were 2 thrombus that were present. The patient had a repeat tee performed 1 month later that showed the thrombus were 95 percent gone. Another tee is scheduled for a future date.